Manufacturer narrative:
The initial reporter was animas product analysis lab. There is no adverse event associated with this complaint. This report is made based on results of investigation completed on (B)(4) 2011: the pump was returned for investigation and evaluation revealed an issue with the load step that had not been reported by the user. During investigation, an ezprime operation was performed and the pump did not recognize the cartridge during the load step. The fluid in the cartridge was pushed out. The force sensor resistance was found to be within specifications. Contamination was found below the lead screw ball seal. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Event description:
This report is made based on the results of investigation completed on (B)(6) 2011.